Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Detailed trace analysis confirmed power loss alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph management tool due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6 /pcb 1, pump was monitored and functioned properly. No pump error 25 noted in the formatted history, long trace files, or during testing. No unexpected power loss alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, scratched overlay, cracked select button keypad overlay, cracked retainer, serial number label missing, and a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.